Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient used cold insulin in infusion set on (B)(6) 2026 which led to occlusion (blockage at site). The blood glucose level was high and was treated with multiple daily injections (mdi).